Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, the customer either performed the fill tubing step or changed pump supplies and resumed insulin delivery.